Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue has not recurred since the event date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that they attempted to display an xa scan and it only showed 1 slice on the navigation system and it didn't display anything of the image. There was no patient involved with this issue.